Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was 127 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads and cracked reservoir tube lip.